Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a 570:320:654:000 failure code. There was no report of when this condition occurred in the central sterile department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available the user interface module master software version is unknown at this time.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of a 570:320:654:000 failure code that was attributed to depleted main batteries was a result of user error.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:654:000 was confirmed and reproduced during product evaluation by baxter service personnel. The root cause of the reported problem was attributed to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. The user interface module master software version for this device is 5.09.90. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.